Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory intact (not severed) with the helix mechanism in a retracted position. Dried blood was noted in the helix housing and tip region. Cuts were noted in the outer insulation, likely explant damage. The lead passed all electrical testing. The lead tip appears intact and undamaged. Laboratory analysis was unable to confirm the reported allegation of dislodgement, the observations and field report were insufficient to verify this allegation. The surgery and electric shock were not confirmed as well, analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Corrected fields: h6 (evaluation method codes): coding was corrected. H6 (evaluation result codes): coding was corrected. H10 (additional MFR narrative): analysis results were updated/corrected.

Event description:
It was reported that this right ventricular (rv) lead was found dislodged. Reportedly, this lead was pulled back into the atrium and shocked the patient due to sensing atrial fibrillation. This lead was surgically explanted, replaced with a same model lead and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory intact (not severed) with the helix mechanism in a retracted position. Visual inspection revealed no abnormalities, the lead tip/helix appears normal. Laboratory analysis was unable to confirm the reported allegation of dislodgement, the observations and field report were insufficient to verify this allegation. The surgery ar code was not confirmed as well, analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this right ventricular (rv) lead was found dislodged. Reportedly, this lead was pulled back into the atrium and shocked the patient due to sensing atrial fibrillation. This lead was surgically explanted, replaced with a same model lead and was returned for analysis. No additional adverse patient effects were reported.